Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and remained attached. The silicone insulation on the cold jaw was partially torn away from the tip. Based on the condition of the device as returned, the reported complaint was confirmed. The device history record was reviewed. Final inspection and functional test was performed on each device from the reported product lot. Each device is subject to an inspection of the heater wire for damage using microscopy. The records show the device passed final inspection and met all required specifications. The analyzed failure mode, peeled, is currently being investigated in our CAPA process.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cauterization wire separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cauterization wire separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.